Event description:
The surgeon performed a left lateral onlay partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). Prior to entering the bone preparation page, the computer screen froze. Two soft reboots were performed but did not resolve the issue. The makoplasty specialist (mps) present at the case called clinical tech support, and was able to resolve the issue, which added about 45 minutes to the case. The case continued with a reported successful outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regard to this event. The rio system was evaluated by mako field service on (B)(4) 2012, and after pre-surgery checks passed multiple times, the system was released for clinical use on (B)(4) 2012. The software freeze was linked to a known issue involving improper alignment of the patient during the pre-operative CT scan, which can lead to the software's inability to find the knee center. The CT scanning protocol knee arthroplasty is provided to each user site and provides guidelines on proper scanning technique and alignment. A training guide was released to guide mps on proper troubleshooting steps in case where the knee is not properly centered in the CT scan.